Event description:
It was reported, while the duodenovideoscope was being extracted at the end of a therapeutic endoscopic retrograde cholangiopancreatography procedure, the single use distal cover fell into the patient's esophagus. The cover was successfully retrieved from the stomach using another scope and roth net. The procedure was prolonged by 12 minutes and was completed without further incident. There were no reports of patient harm. This report is related to the following linked patient identifier: (B)(6).